Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the threads appeared stripped at the head of the nail.

Manufacturer narrative:
Referring to the product inquiry the reconstruction nail r2.0, ti, right t2 recon ø11x380 mm x 125° is stated to be the subject product. No further associated product was reported. Review of the device history records for the returned nail revealed no discrepancies; the device was documented as faultless prior to distribution. According to the damage pattern found at the reception the nail had been adapted to the nail adapter of a corresponding target device. However, the nail was not attached to the metal nail adapter as intended whilst the nail holding screw was turned into the thread supposedly. Considerable cutting traces and signs of cross threading at the inside of the merlons at the reception as well as at the thread indicate oblique (misaligned) insertion of the nail holding screw and cross threading under considerable force application. It cannot be excluded that a pre damaged nail holding screw or an unsuitable screw had contributed to the event. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather related to misuse (oblique (misaligned) insertion of a nail holding screw and cross threading under considerable force application). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No nonconformity was identified.

Event description:
It was reported that the threads appeared stripped at the head of the nail.